Event description:
After a blow to the head, the patient suddenly stopped responding to the implant. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery is scheduled for 12/05/2001. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.